Manufacturer narrative:
(B)(6). A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Event description:
During an acl reconstruction procedure it was reported that when the surgeon pulled the white suture to advance the graft into the femoral tunnel, the white suture popped out from tunnel despite the suture was intact. Then the graft and device were pulled back to the joint and was checked by endoscope. It was confirmed that the device was broken at the eyelet. After that, the graft was pulled with the green suture and was fixed without problem. The fixation was confirmed with a c-arm image. The device will not be returned for evaluation because it was fixed into the patient.